Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a hawkone atherectomy device with a 6mm spider fx embolic protection device, 6fr non-medtronic (terumo de stination) sheath and 0.018 non-medtronic (command) guidewire during treatment of a 40mm plaque lesion in the patient's proximal and mid right superficial femoral artery (sfa). Moderate vessel tortuosity and calcification are reported. Lesion exhibited 90% stenosi s. Artery diameter reported as 5mm. IFU was followed. Vessel pre-dilation was performed. It is reported after four rounds of use the physician was unable to slide the thumbswitch into the off position. The device was replaced with another hawkone to complete the procedure. The vessel was post-dilated. No injury to the patient.

Manufacturer narrative:
Device evaluation the cutter returned inside the housing just distal to the cutter window. The cutter driver was powered on and the cutter returned to the window however the cutter will not advance further into the housing due to the damage/bulge at the proximal end of the housing. A 0.014¿ guidewire from the lab was front loaded via the tip and exited out the proximal end of the gw lumen with no difficulty. No damage is noted to the nosecone or gw lumen. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: there was no issue noted with the cutter driver. It was possible to turn the motor off for the thumbswitch but it stopped halfway through the slide. It was not able to be visualized if the cutter driver/thumbswitch stopped functioning while in use within the patient, along with if the position of the cutter crashed. The physician assumed the cutter was inside the housing during the crash as the motor and power switch were off. The device was successfully and safely removed from the patient with the cutter inside the housing. It was noted upon forceful flushing of the distal nosecone, the rubber plug from the main drive shaft flush port popped out. The field representative present at the case asked to swap to a new device rather than pose a risk to the patient. There was no deformation noticed in the cutter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.